Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received one inappropriate shock due to electromagnetic interference (emi). The patient was having a dermatology procedure done. This crtd remains in service. No adverse patient effects were reported.